Event description:
It was reported that a smiths medical trach tube had a leak. A trach change was needed. The trach was removed after the nurse discovered the leaking. No adverse patient effects were reported.

Manufacturer narrative:
Patient information and event details were provided. Information was updated.